Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was over 132 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm during rewind. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. Unable to confirm motor position encoder error alarms due to several displayable history crc check failed alarms in the history file due to a corrupted history file. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No rewind anomaly noted. All operating currents are within specification. The insulin pump passed displacement test, rewind, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.